Event description:
Physician states that he does not believe the wire is at fault--the case (fistula) was very difficult and he "buggered up more than 5 wires" trying to select many collateral vessels. The doctor said, "he should have never used that wire again. It had been dinged up after two hours of working on her. It started to uncoil at the distal tip and when he tried to remove it by pulling back the wire and the sheath, it detached from the wire." The doctor asserted several times that it was not a defect with the wire, it was simply an overuse of a wire that was not meant for that kind of work. The doctor, unfortunately, could not retrieve the piece of wire left in the patient and will not attempt to surgically remove it unless deemed necessary by cook engineers. The patient was not harmed during the procedure and no further procedures will be done to remove the foreign object. This patient may undergo mris in the future and her primary care wants to ensure that the portion left in the patient is MRI safe. The doctor and the reporting area rep from looking at the wire that the portion that remains in the patient is part of the platinum tip of the wire and not the stainless steel portion. To be safe, the doctor has asked that cook engineers confirm this. No information was provided relative to patient outcome/condition.

Manufacturer narrative:
Expiration date unk as lot is unk. No information was provided regarding patient outcome/condition. Nonresorbable materials unretrieved in body is not labeled. Separates (breakage) is addressed on the provided caution label. Product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the manufacturing process and again, prior to transport. This device is supplied with an attached caution label that states: "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned device verifies the separation from the distal weld. This reasons for this type of device failure is typically: difficulty withdrawing the device or the wire guide is damaged through contact with the needle or other instrument. Therefore, at this time ,we cannot determine with any degree of certainty why this failure occurred. In addition to the above, the wire should not be used if any damage is noted as described in the event description "[t]he doctor said, he should have never used that wire again. It had been dinged up after two hours of working¿" in reference to the question if the wire is MRI compatible there is some question of which wire was used. The event description states "physician states¿ he 'buggered up more than 5 wires' trying to select many collateral vessels." If the wire in question is from the mpis set referenced in the complaint then the wire is stainless and is not MRI compatible. We will continue to monitor for similar complaints.